Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was unable to be set to MRI mode. Programmer displayed the error message 'MRI is not advised, there may be a problem with the implanted leads.¿ it was also reported that the patient experienced ineffective therapy and right-side coverage was unable to be achieved. Lead diagnostics showed that contacts 1-8 had high impedances. X-rays were taken and showed that the leads migrated down and shifted to the left. Later, it was reported that ipg was unable to communicate with the programmer. Magnet bluetooth resets were attempted to no avail and ipg remained unable to communicate. Surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.